Manufacturer narrative:
Result: dip switches.

Event description:
It was reported by service report that the bed was found with dip switch settings set improperly for the responder head wall system. No pt involvement or adverse consequences are reported.